Manufacturer narrative:
Associated MDR #: 1721279-2017-00032.

Event description:
Lead management case to extract 3 cardiac leads due to bacteremia. The younger rv lead was removed without incident using a 16f glidelight laser sheath. During removal of the ra lead, a 14f glidelight laser sheath was used; however during this extraction a slight drop in blood pressure was noted. The other rv lead was attempted to be extracted with the 14f glidelight, upon reaching the tricuspid valve severe calcification was encountered so the device was upsized to a 16f glidelight. Upon further review of the rv lead tip on fluoroscopy it appeared that it may have been placed deeper into the rv apex than usual when implanted. When the rv lead was removed an effusion occurred. A bridge balloon was placed and a sternotomy was performed. The surgeon identified a 2-3cm svc tear and an rv perforation. Due to patient condition and comorbidities it was not possible to rescue the patient. Two adverse events will be reported regarding this clinical case. This report will report on the 14f laser sheath in use when the blood pressure dropped; this device was the device in use at the svc area and likely resulted in the svc tear. MDR# 1721279-2017-00032 will contain details on the lld used in this case; it likely contributed to the rv tear as it was the traction platform used to pull the lead tip from the myocardium.